Manufacturer narrative:
The customer-reported single compressor malfunction alarm was confirmed through review of the patient data file. During investigation testing, the primary compressor stuttered, causing the driver to switch to its secondary compressor and sound an alarm. The primary compressor was removed and physically inspected where signs of excessive wear and bearing dust were observed. The root cause of the customer-reported issue was determined to be excessive wear of the primary compressor. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 5293 follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a single compressor malfunction alarm when the driver was transitioned from wall compressed air to internal compressors while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.